Manufacturer narrative:
Date of birth: (B)(6). (B)(6).

Event description:
(B)(6) clinical trial. It was reported that restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2019 as part of the (B)(6) clinical trial. The 100% stenosed target lesion was located in the left mid-superficial femoral artery (sfa) and was 250mm in length. Reference vessel diameters were 4.4mm and 4.2mm proximally and distally. Pre-dilatation was performed using one balloon and the lesion was crossed through the true lumen. One 6x40x130 study stent was implanted. Post-dilatation was performed using one balloon and residual stenosis was 10%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2020 an intrastent occlusion of left sfa was observed. The patient was hospitalized and intrastent percutaneous transluminal angioplasty (pta) with drug-eluting balloon (deb) treatment of the left sfa was performed. The event was reported as resolved on (B)(6) 2020.